Event description:
Same case as 2134265-2014-06272 and 2134265-2014-06396. It was reported that automatic pullback failure occurred. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pullback, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).